Event description:
"Anes." Pretests balloon on thermodilution catheter prior to insertion. Balloon failed. They report this in the second time. Rptr did not receive other catheter. They also stated it has happened numerous times. No documentation provided.